Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm checking, battery checking, run testing, and cleaning and the software was updated.